Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-260 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-260 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure, the gastrointestinal videoscope had poor water drainage. During the evaluation the following reportable malfunction was found: foreign object in nozzle. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign object in nozzle. Additional evaluation findings are as followed: due to clogging of nozzle water removal ability did not meet the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, plastic distal end cover had a scratch, objective lens had discoloration, scope connector cover unit had a scratch, forceps elevator lever had a scratch, forceps elevator knob had a scratch, up/down knob had a scratch, right/left knob had a scratch, switch box had a scratch, scope cover had a scratch, suction connector had a scratch, universal cord had a scratch, grip had a scratch, control unit had discoloration, control unit had a scratch, adhesive on bending section cover had a crack, due to wear of angle wire the play of up/down knob was out of the standard value, connecting tube had a scratch, and due to dirt on objective lens there was a lack of image on the monitor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.